Manufacturer narrative:
Batch review performed on 29 dec 2025. Gmk-sphere 02.07.1202r tibial tray fix cemented s.2r (k090988) lot. 2012636: (B)(4) items manufactured and released on 19-apr-2021. Expiration date: 2026-apr-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0023r gmk-sphere femoral component cemented - 3+r (k140826) lot. 2102538: (B)(4) items manufactured and released on 12-may-2021. Expiration date: 2026-may-02. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0214crr gmk sphere cr tibial insert s2r 14mm (k181635) lot 185613: (B)(4) items manufactured and released on 02-nov-2018. Expiration date: 2023-oct-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At4 years 1 month from primary, the patient came in reporting instability and the cause is unknown. The surgeon revised all components to hinge components. The surgery was completed successfully.